Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied ground glass lesion was 1.9cm in size and located in the right middle lobe. Radial ebus was utilized to localize the lesion. Instruments used for biopsy under c-arm fluoroscopy (cone beam CT) included a 21g flexision needle (4 passes), forceps (6 passes), a cytology brush (1 pass), and a bronchoalveolar lavage was also performed. The preliminary diagnosis was atypical cells (non-diagnostic). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.